Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's stated that blood glucose level was around 50's mg/dl. Customer was taking medication to treat their diabetes even though she had started on the insulin pump. The insulin pump was dropped. The product was returned for analysis.